Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The monitoring board cable and bag/vent switch were replaced. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed and was unable to mechanically ventilate. There was no report of patient involvement.